Manufacturer narrative:
The product has not been returned. An analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. Additional information was received indicating that the device worked for one minute and began overheating. The use of the device was discontinued due to heat. The case was completed with another device. There was no user/patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that motor was corroded. If information is provided in the future, a supplemental report will be issued.